Event description:
It was reported that when using the bd pyxis medbank system, the necessary item was not in the drawer. The customer stated that they had tried to remove prednisone tab 5mg, but found that there was no cubie pocket present in the drawer. This incident did not cause any delays in dispensing medication to the patient, since the customer was able to remove the item from a different drawer. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer did not contain a cubie pocket. A technical support specialist advised the pharmacy to send a destock label and a new fill for the item. The system functioned as intended after the technical support specialist troubleshooted the device.